Event description:
Subsequent to the initial medwatch report it was indicated that after the two rx acculink stents were implanted and angiography was performed, the patient experienced a mild carotid spasm which resolved after infusion of nitroglycerin 100 mcg. Additionally, the neurologist suspected that the right cerebellar hemisphere stroke was most likely a thromboembolic process during carotid catheterization. Review of diagnostic studies by a third party revealed the patient experienced a minor, ipsilateral, ischemic stroke. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects stroke and hypertension are known potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).the reported patient effects of embolism, thrombosis and vasoconstriction are known potential adverse events as listed in the rx acculink instructions for use.

Event description:
It was reported that post rx acculink stenting procedure in the right internal carotid artery, the patient became very hypertensive. MRI of the brain showed a small stroke in the right cerebral hemisphere, likely peri-procedural complication. There was no reported treatment given. The patient was at baseline neurological status and was discharged home three days after the procedure. There was no additional information provided.